Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during battery replacement, externalized conductors were observed. No electrical anomalies were observed. Lead to be monitored.